Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿whitish¿) was found on the needle of a bd plastipak hypodermic syringe with needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
1 ¿confirmed: bd confirms the defect in question foreign matter. 2 - samples/ photos analysis: customer sent only picture and no sample. 3 - the batch complained was manufacturing during december 01st 2016 to december 03nd 2016. The quality notification and maintenance record verified, and the quality notification doesn¿t affect the functional of this product. 4 - qn/ maintenance review: the quality notification (qn) and maintenance report records are related only with external aspects of the product, the functional is not affected by those records. 5 - the batch history analysis was performed, the quality notification and maintenance record verified, doesn¿t affect the functional of this product. According picture provided by the customer bd confirms the defect foreign matter. The defect occurred because the rack where that needle was assembled fractured, and the part of piece fractured still in base of this needle. Constantly the rack are changed by new one, but because of fatigue this rack fractured at the moment of assembly. Investigation conclusion: because one rack fracture, result of material failure or fatigue, the pin which assembly inner the needle broke during the assembly process.

Event description:
It was reported that foreign matter (described as ¿whitish¿) was found on the needle of a bd plastipak hypodermic syringe with needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: neither sample nor picture. The batch complained was manufacturing during december 01st 2016 to december 03nd 2016. The quality notification and maintenance record verified, and the quality notification doesn¿t affect the functional of this product. Qn/ maintenance review: the quality notification (qn) and maintenance report records are related only with external aspects of the product, the functional is not affected by those records. The batch history analysis was performed, the quality notification and maintenance record verified, doesn¿t affect the functional of this product. Neither picture nor sample were provided, consequently it was not possible to confirm the defect foreign matter. So the complaint is not acceptable as well. We inform that there are dedicated controls along process to avoid this kind of defect, this way if some foreign matter is found whole batch is scrapped. Not confirmed: bd wasn´t able to confirm/ reproduce the defect in question foreign matter. Investigation conclusion: the analysis was done, nor picture neither samples sent by the final client, consequently it not possible to confirm the defect foreign matter.